Event description:
It was reported that blood back flowed from the valve. The catheter was removed and it was found that the valve had dislodged and was not closed completely. The mobicath sheath was replaced and the issue resolved. There was no adverse patient effect